Event description:
It was reported that the high definition monitor switching off when the arm is moved. There was no report of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d8, h2, h3, h6 and h11. The device was not returned to olympus for inspection, and however, the reported failure was confirmed by field service engineer (fse). Based on the results of the investigation, the reported malfunction- where the monitor switched off when the arm was moved- was attributed to a system integration issue with the monitor arm, as well as a component failure such as an electrical problem. An olympus field service engineer (fse) was dispatched to the user facility and confirmed the reported issue of monitor getting switched off when the arm was moved. The subject device will not be sent back to olympus for further evaluation and repair. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.